Event description:
Initial sodium result of 122 mmol/l. Same sample repeated gave value of 131 mmol/l. Same sample repeated again recovered 134 mmol/l. Initial result was not reported.the field service representative determined the sering motors were corroded. The instrument was repaired. The user reports no further occurrences.